Event description:
The customer initially reported that the service wrench icon was illuminated on their device. Upon evaluation by physio-control, it was observed that the device logged several event codes and was only able to deliver the negative portion of the biphasic defibrillation shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a ferrite bead from an internal wire harness which was pushing down on an integrated circuit chip, designator u1 from the analog pcb assembly. The extra pressure put on the ic chip led to a broken solder joint between u1 and the analog pcb assembly. The customer received a replacement device.